Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain and failed back surgery syndrome. The rep reported that the patient¿s left lead had migrated half a vertebral body. The rep stated that the patient had the flu immediately post-operation and was vomiting. They indicated that fluoroscopy shots were given to confirm the lead migration. The rep stated that they reprogrammed the patient to target the 9/10-disc space per evolve workflow. It was noted that the issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that reprogramming was done. However, the lead migration has not been resolved at this time. No further complications were reported or anticipated.